Event description:
Per the clinic, the patient experienced a chronic infection and is a non-user of the device. The patient was treated with antibiotics (type, duration and specific date not reported); however, the infection did not resolve. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.